Manufacturer narrative:
Olympus medical systems corp.(omsc) found that this supplemental report is required on (B)(6) 2016. This is a supplemental report for MFR report #8010047-2016-00107 to correct section.

Manufacturer narrative:
Olympus medical systems corp.(omsc) found that this supplemental report is required on march 23,2016. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The correction of the follow-up #1 was incorrect and the initial report was correct. Therefore, we are retracting follow-up #1 of MFR report #8010047-2016-00107.

Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. This type of error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that error occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard. Based on the past similar cases, it was known that error occurred due to the cracks. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above.

Event description:
During a procedure of lower digestive tract, the subject device was used. It was reported that output error occurred after one hour of use. It was informed from the sales representative that the probe possibly had a crack or the ptfe pad peeled off. The procedure was completed with another thunderbeat. There was no patient injury reported.